Event description:
A patient underwent aaa repair on (B) (6) 2009. The patient was receiving treatment for a right common iliac aneurysm. Another manufacturer's endograft was placed without incident. It was observed that the 18 french sheath had lost access (slid out) of the access vessel (left iliac artery). It was reported that the patient's iliac anatomy was tortuous but the vessel diameters were appropriate. The patient had also been moved and this may have contributed to the sheath slipping out. Access was regained bilaterally and the procedure continued without injury to the patient. The patient did, however, lost 2 liters of blood. The patient tolerated the procedure and is doing fine. The current status of the patient is unknown.

Manufacturer narrative:
(B) (4) - unknown if this is labeled as product is unknown. No product was returned to assist in this investigation. However, we can advise that during our processing, the integrity of this device is inspected. In addition, an instructions for use (IFU) is supplied with the product. In the intended use section, it is noted: "the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." Also, in the precautions section of the IFU, it is stated: "when inserting, manipulating or withdrawing a device through an introducer always maintain introducer position." We will continue our monitoring of similar complaints.